Event description:
On (B)(6) 2010, pt underwent bilateral total knee arthroplasty. During routine one year follow-up, it was noted pt had dislodged his polyethylene liner. Pt was informed of potential risks of poly wear and osteolysis and advised to have liner exchanged. On (B)(6) 2011, pt underwent revision of left total knee arthroplasty including liner exchange. On (B)(6) 2011, pt was discharged home.